Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer reported high blood glucose (bg) level of 560 mg/dl. A correction bolus was delivered to address bg. Reportedly, the customer was using a non-tandem charging cable and non-tandem wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and 2nd wall adapter. The customer continued to use the pump for insulin therapy.